Event description:
It was reported there was an impedance issue and less than 50% therapy relief. Impedance testing was performed and there was high impedance of >10000 on electrodes 3, 4, 6, and 7. Different programming combinations used at least 2 of these electrodes on the patient¿s three programs, resulting in the patient not feeling stimulation. The patient had a loss of stimulation about a week ago. There was not any specific event associated with this loss of therapy. Reprogramming covered all painful areas with coverage equal to or better than previous programming. The patient was alive, without injury, and was now receiving effective therapy.

Event description:
Additional information received reported that the patient was not getting much, if any, relief after reprogramming. They were going to consult with the doctor about a possible lead revision. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).